Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to urgent care and was subsequently hospitalized due to blood glucose (bg) level of 600 mg/dl. Customer was treated with intravenous fluids, and was released from the hospital on (B)(6) 2020 with no permanent damage. Reportedly, intermittent occlusion alarms occurred. The pump supplies were changed to address the issue.